Manufacturer narrative:
Based on the reported event info and maquet cardiopulmonary's investigation, the most probable cause of the streaking blood is the application of propofol through a peripheral line / off label use. As described in IFU 1.0, g-152, 03, article number 70105.1053 propofol should not be administered immediately upstream of the oxygenator. Furthermore, only small bolus rates or volumes per unit of time should be used because large drug boluses may impair the function of the oxygenator due to fat deposits.

Event description:
According to the customer: the customer stated that they observed streaking of the blood on the arterial face of the quadroxid. The customer stated the following parameters were present during support: no tpn or lipids, propofol through a peripheral line at 20 mcg/kg/min, flow of 4.5 lpm, act > 160 secs, and transmembrane pressure of 30 to 35 mmhg. No consequences for the pt were reported. The customer state that oxygenator appears to be completely functional in terms of gas exchange. The oxygenator was not changed out. (B)(4).